Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have grip input disk #6 completely detached. Other backend components adjacent to the broken inputs did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument fired the first clip and it would not close. There was a loud crunch sound heard and the instrument was removed. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. When the instrument was inserted via guided tool change (gtc), the surgeon went to fire the clip, but the instrument did not close, and a very loud crunching sound was heard. The instrument would rotate but would not close or fire. The weck hem-o-lok medium-large clips were used with the instrument. The vessel or tissue bundle was not greater than the specified diameter suggested in the user manual. The issue was resolved by using a new clip applier instrument.